Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 536 mg/dl. The supplies were changed to address the event and a bolus was delivered to address bg. A system check was performed for the current occlusion and the occlusion was found to be within the cartridge. A new cartridge was loaded to address the event and insulin delivery was resumed.